Manufacturer narrative:
(B)(4). Evaluation summary: a 3.5x28 mm rx xience xpedition sds was advanced without issue to the lad and a 2.5x28 mm rx xience xpedition sds was placed in the lcx. Simultaneous inflation was performed at 12 atmospheres for 20 seconds with a double barrel into the mid left main. Hemodynamically the patient tolerated this well. Both sds were removed and the lcx was then post-dilated with a 2.75x15 mm non-abbott balloon catheter at high pressure and the lad was post-dilated with a 3.5x15 mm non-abbott balloon catheter at high pressure. Final kissing balloon inflations were performed at the ostium of both vessels into the distal left main at six atmospheres. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported shaft kink was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat restenosis of a previously implanted non-abbott stent in the left anterior descending (lad) artery, a 6f non-abbott guiding catheter was placed and a prowater guide wire was advanced to the lad and a balance middleweight guide wire was advanced to the left circumflex (lcx) artery. Pre-dilatation was performed in both lesions with a 2.5x12 mm trek dilatation catheter. A 3.5x28 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross due to the patient's anatomy and the proximal shaft became bent. A 2.5x28 mm rx xience xpedition sds was advanced to treat restenosis of a previously implanted non-abbott stent in the lcx artery; however, the sds could not cross due to the patient's anatomy. When the 3.5x28 mm rx xience xpedition sds proximal shaft bent, the decision was made to remove both sds from the patient anatomy. The 2.5x28 mm rx xience xpedition sds was withdrawn without resistance from the patient anatomy. Then the 3.5x28 mm rx xience xpedition sds was withdrawn from the patient anatomy without resistance; however, the proximal shaft separated into two pieces approximately 10 inches from the hub. There was no interaction of devices; no resistance was felt with the 6f sheath during advancement or removal of the stent systems and no other device or procedure issues noted. All other devices were removed from the patient anatomy. The 6f sheath was exchanged with a 7f sheath and the prowater guide wire was re-advanced to the lad and the bmw guide wire was re-advanced to the lcx.